Event description:
It was reported that the patient is approximately 5 years post implantation of a right total hip arthroplasty. The patient reported pain and difficulties walking within the last 6 months. The pain is reportedly located in the right leg primarily close to the groin and thigh at the top of leg and radiates down to the knee. The patient had an MRI and x-ray that were insignificant and was prescribed physical therapy twice since surgery with no relief. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# 010000663 lot# 6460591 g7 pps ltd acet shell 52e cat# 51-103110 lot# 6391111 tprlc 133 t1 pps so 11x142mm cat# 12-115123 lot# 2948057 cer bioloxd mod hd 36mm +6 nk cat# 010000740 lot# 6384379 g7 neutral arcomxl lnr 36mm e product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.